Event description:
The customer reported via phone call that the insulin pump alarmed button error. She took the battery out of the insulin pump but it stopped turning on afterwards. Her belt clip was broken. Customer's blood glucose level was 177 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump powered up properly and no blank display noted. Insulin pump was received with normal operating currents. No damage found on the lcd isolation tape noted. Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, and cracked reservoir tube.